Manufacturer narrative:
This report is submitted on december 22, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to facial nerve stimulation and pain. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on february,15,2023